Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation discovered physical item obstruction causing drawer failure.